Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested to be returned for investigation at our laboratory in (B)(4). A follow up report will be provided after the inspection results are available.